Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d8, e1, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the cutter and side plates were in failure. The cutter and side plates were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report sourece - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device would not mesh properly. The event occurred during kit inspection. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.